Event description:
A discordant low immulite 2500 nt pro bnp (ntp) result was obtained with one (1) pt sample. The laboratory repeated the sample since it had been repeating all low bnp results. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant nt pro bnp (ntp) result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discordant nt pro bnp result is unk. The instrument is performing within specifications. No further evaluation of the device is required.